Event description:
Pharmacy called to the patient's room to assist in programming the pump for cyclical tpn. Pharmacist noticed that there was quite a lot of tpn remaining in the bag for it be cyclical and questioned the order. Confirmed with rn caring for the patient at the time if the pump was programmed correctly overnight and she did confirm the pump was running at 94.1 ml/hr.